Event description:
It was reported that the patient experienced mechanical failure of auto inflation with an inflatable penile prosthesis (ipp). The ipp cylinders were explanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.